Event description:
It was reported that the patient experienced heating at the ipg site. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report of ¿heating at the ipg pocket site¿ was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities and it passed all tests on the ate (automated test equipment). The returned ipg was also tested for surface heat generation and met product requirement specification for heat generation during use. No issues were encountered during analysis/testing.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue.